Manufacturer narrative:
Batch review performed on 06 may 2024: lot 2303242: (B)(4) items manufactured and released on 06-march-2023. Expiration date: 2028-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 9 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head. The surgery was completed successfully.